Event description:
A system error message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient reported that they woke to the homechoice machine alarming and their transfer set disconnected from the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy by setting up with all new supplies. The homepatient reported that they called their nurse that morning and went into the clinic for prophylactic ip vancomycin (dose unknown). No patient injury was associated with this incident, per the home patient.